Event description:
It was reported that the pump touchscreen timed off unexpectedly during user interaction. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.